Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that several patients with a subcutaneous implantable cardioverter defibrillator were unable to continue with use of the system due to limited programming options. This information was received via a journal article review and to date, the author was unresponsive with model and serial identifiers and further information. The intent of the article was to illustrate the reality that not all patients are candidates for an sicd as recurring oversensing can result in unfavorable or inappropriate therapy. There was no reports of any patient deaths or serial injury regarding this topic; the author concluded this is a potential weakness of the system, despite adequate pre implant screenings.